Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she is in (B)(6) and it is very humid and hot. Customer had a button error yesterday. Customer mentioned that there is a piece near the battery that is chipped out. Customer noticed the damage when she had a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window, and missing end cap sticker.